Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose values around the high 300s and described as elevated most of the day; the user performed a supply change earlier and subsequently replaced the infusion set when glucose rose without an identifiable cause, and was reminded of ketone monitoring protocol during troubleshooting. Symptoms included hyperglycemia. Outcomes included user self-monitoring and continued observation without alerts, alarms, or hospitalization. Investigation included telephone-based troubleshooting and education regarding ketone protocol and infusion set management. Investigation of this case revealed no device alarms or malfunctions reported during the event, and the cause of the hyperglycemia remained unclear despite the infusion set change and ongoing glucose decline during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.